Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using a pod coil and a lantern delivery microcatheter (lantern). It was noted that the patient's anatomy was tortuous. During the procedure, while advancing a pod coil through the microcatheter, hospital technician experienced resistance. The physician then began retracting the pod coil, and, subsequently, pod coil unintentionally detached within the lantern. To remove the pod coil, the physician pulled negative pressure with a syringe until the pod coil was visible, and the coil was removed with forceps. The procedure was completed using a new pod coil and the same microcatheter. There was no report of an adverse effect to the patient.